Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the screen was unresponsive. There was no adverse impact on the customer's blood glucose level. Despite troubleshooting steps, including using different charging cables and adapters, the issue persisted. Technical support decided to replace the pump, and the caller was guided on the backup therapy of multiple daily injections (mdi) to ensure insulin delivery was not interrupted. Additionally, the caller was advised on the necessary steps for returning the defective pump and the process of receiving and setting up the replacement pump.